Manufacturer narrative:
UDI - (B)(4). Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device was displaying an e6 error message. During service and evaluation, it was found that cable/cord/wiring was damaged, there was e2 and e6 error codes displayed, locking was blocked, the control unit was defective, the motor was defective, the hose was worn out, and there was liquid damage. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, and cutter lock assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.